Event description:
It was reported a lead was explanted due to a suspected lead fracture.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 11.5-12.0cm from connector pin, consistent with lead friction to ICD can. The silicone insulation was intact at this location.